Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility and (B)(4), there was the possibility that this phenomenon was attributed to the following. There was a difference between the reprocessing method performed by the user and the reprocessing method recommended by the instruction manual, so the reprocessing was insufficient. Contamination occurred during the microbiological test sampling by the user facility. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the following. The insertion tube had a wrinkle. The control unit was deformed. The control cover was dirty. The endoscope connector was deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three times microbiological testing by the user facility, unspecified microbes were detected each time from the sample collected from the subject device. The user facility did not provide other detailed information such as the number and the type of microbes. The subject device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope s3paa, using peracetic acid. There was no report of infection associated with this report.